Event description:
(B)(4). It was reported that in-stent restenosis (isr) and chest pain occurred. On (B)(6) 2011, the subject was diagnosed with unstable angina and non q- wave, non st elevation myocardial infarction (mi). Cardiac catheterization was recommended. Target lesion # 1 was de-novo lesion located in mid segment of saphenous vein graft (svg) to 1st obtuse marginal (om) with 90% stenosis and was 8mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Target lesion # 2 was de-novo lesion located in proximal segment of svg to 1 st om with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 12 mm taxus liberte stent, following post dilatation residual stenosis was 0%. Target lesion #3 was de-novo ostial lesion located in proximal segment of svg to ramus with 90% stenosis and was 13 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 16 x 2.25mm taxus liberté atom stent. Following post dilatation, residual stenosis was 0%. On (B)(6) 2011, the subject was discharged on aspirin and prasugrel. On april 2014, the subject presented with chest pain and was hospitalized on the same day. At the time of the event, the subject was on aspirin and prasugrel. The study drug per protocol was last taken on august 2012. The 90% in-stent restenosis in svg to ramus was treated with balloon angioplasty, residual stenosis was 0%. The event was considered to be resolved without residual effects and the subject was discharged on aspirin and prasugrel on the following day.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID# 2134265-2014-03057. It was further reported that in (B)(6)2014, the subject was diagnosed with unstable angina.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).